Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Clinical study.

Event description:
According to the available information, though not verified, abstract article - total of 159 women in the study implanted with restorelle. 1 patient had symptomatic prolapse recurrence and underwent perineorrhaphy at 3 years. 1 patient developed symptomatic recurrence of prolapse and had deficient perineum, which was treated by perineorrhaphy 3 years following the hysteropexy. 2 patients developed postoperative bowel obstruction. These patients needed surgical intervention to release the bowel adhesions.